Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate on multiple occasions from (B)(6) 2016 to (B)(6) 2017. In (B)(6) of 2016, the patient experienced nausea and vomiting and the physician decreased the patient's medication dosage as he believed her symptoms were due to the dosage being too high. The patient was later hospitalized in (B)(6) due to severe nausea and vomiting and it was reported that the patient's symptoms were due to medication underdose. It is unknown if the pump reservoir volume was checked during this time. On (B)(6) 2017, after observing that the volume of undelivered drug remaining in the drug reservoir was more than the expected volume based upon the programmed infusion rate, the physician made the decision to explant the pump and replace it with another prometra ii pump. The replacement surgery was on (B)(6) 2016. The pump was not returned for evaluation. The patient reported that she experienced a heart attack around this time, but this was not confirmed by a health care professional. It is unknown if the heart attack occurred before or after the explant surgery. On (B)(6) 2017, it was reported that the patient is currently doing fine.